Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months and no event log history was provided.

Manufacturer narrative:
B3: unknown; month and year valid. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a pump was received by the patient on (B)(6) 2024, as a replacement to their previous pump, as the patient's previous pump was under infusing. Per reporter, the estimated remaining fluid was between 50-100ml after infusion was completed. When the patient infuses the tpn, the bag and the pump are on the floor by the patient's bed. Patient has a hickman sl. There was patient involvement and no patient harm/adverse event reported.